Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the ac main switch on the power supply set to off position and was not charging the battery or operational in ac operation. The fse set the ac main switch to on position and the unit charged the batteries and operated on ac operation. The fse replaced the batteries due to run performance. The iabp unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shut off, while in use on a patient. The iabp stopped working off a/c power, would only operate in battery mode and the battery went dead. The customer tried checking the switch on back and got a battery emblem when switched. The customer swapped out the console and sent the original to bio-med to be evaluated. No adverse event was reported.